Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the surgeon elected to convert the case to a mini-laparotomy. The issue occurred due to bleeding from a branch of the middle colic vein. The surgeon determined that tension was applied during deployment, causing bleeding to occur. Hemostasis was performed by applying pressure, but the bleeding did not stop, and the surgeon made the clinical decision to convert to a mini-laparotomy. The conversion to open surgery occurred without problems. The procedure was extended but the patient did not experience ¿health damage.¿ there was no injury to the patient. The estimated amount of blood loss was 200ml and vital signs remained stable even when the bleeding was stopped by pressure. The patient did not require a blood transfusion. The patient¿s current status is ¿good,¿ per the surgeon. There is no allegation that the blood loss occurred due to the use of a da vinci product. There is also no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation or report of a malfunction of a da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted right hemicolectomy procedure, a conversion to mini-laparotomy occurred. The issue occurred due to bleeding from a branch of the middle colic vein. Hemostasis was performed by applying pressure; however, the bleeding did not stop, and the surgeon made the clinical decision to convert to a mini laparotomy. The cause of the operative complication is unknown.